Event description:
The user facility reported that during a procedure, the button fell off inside the pt. The button was retrieved from the pt. There was no injury reported. Olympus followed up with the user facility via phone in an effort to obtain additional information regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information is received at a later time, this report will be supplemented.